Event description:
Paramedics responded to a person in cardiac arrest who had been attended to by bls providers with an AED. The defib pads on the pt were disconnected from the AED and connected to the device but, according to the reporter, the device did not display the pt's ECG and would not switch to the paddles. ECG leads were connected from the device to the pt who was then diagnosed as in ventricular fibrillation. The medics attempted to deliver a shock to the pt but, according to the reporter, when the charge buttoon was pressed, the device alarmed connect cable and would not charge. The reporter stated the therapy cable was disconnected and reconnected without success. The AED was reconnected to the pt and a shock was delivered successfully. The pt's rhythm converted and the pt was monitored in ECG leads with the device to the hosp. No adverse affects were reported as a result of the use of the device.